Event description:
A 5 hole semi-tubular plate was placed with 5- 3.5mm cortical screws for a markedly displaced fracture of the left clavicle with comminution and tenting of the skin. Patient reportedly was reaching to buckle his pants and felt a pop in his left shoulder. X-rays demonstrate a fracture through the middle of the plate. During revision surgery the broken plate was removed and replaced with a competitive product.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.